Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change and af ablation. Review of patient¿s history revealed noise on atrial lead. The physician elected to cap and replace the lead during the same procedure. The patient was in a stable condition.